Event description:
It was reported by the rn that they are getting frequent "kinked catheter" alarms. The rn stated that there has been no gas loss alarm, only kinked catheter. There is no blood in tubing and no visualized kinks in the catheter. Per the rn, they hyper-extended the groin with positioning and pulled tension at the insertion site with no improvement. The pump has been placed in 1:2 and 1:3 and alarms still continued. A chest x-ray had been obtained to check the position of the catheter. The rn stated they also have frequent dampening of arterial pressure (ap) waveform. The rn was able to easily aspirate and flush central lumen at this time. The clinical support specialist (css) informed the rn that it appeared that there may be an internal kink causing the alarm, as well as the dampened ap waveform. Verified this is a 30cc intra-aortic balloon by white connector; set and pumped volume both display 30cc. The css informed rn this balloon may already be undersized for pt size, but he can remove some volume out of balloon to see if a lesser volume may get past an internal kink. The css informed the rn that he can safely remove 1/3 of the total volume. The rn verbalized understanding of all above and stated that the intra-aortic balloon is coming out this morning since the pt is stable.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.